Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's no delivery alarm. The customer's blood glucose level was 511mg/dl. Troubleshoot was conducted. The pump was rewound and primed. The customer removed set and noticed the cannula was bent. The customer was advised to change set and monitor the device.